Event description:
Manufacturer's representative reported that patient experienced return of pain. Despite the programmed doses being increased, the patient continued to report no increases in pain relief. The pump was explanted and replaced after an implant duration of approximately 60 months, due to "battery depletion". Within the same surgical procedure a catheter dye study was attempted, but unsuccessful due to the physician being "unable to aspirate". Therefore, the intrathecal catheter was also explanted and replaced after an implant duration of approximately 36 months. Documentation on the returned paperwork reported the catheter was removed due to a "break, tear, or hole". It was reported that the patient has recovered from surgery without further sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, and the results are not complete as of this report date. A follow up report will be sent when the analysis results become available.